Manufacturer narrative:
The device remains in service. The field representative confirmed automatic setup was performed and the device selected the secondary vector. Smart pass was programmed on, and the representative ensured the device was up to date with the latest software, as the patient had not presented for a device check since 2016. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. A review of the episode showed the r-wave amplitudes were very big and this caused clipping, resulting in a shift to the baseline and oversensing. The first shock induced ventricular fibrillation (vf), which was successfully converted with the next shock. Technical services recommended reprogramming the sense vector to secondary as the r-wave amplitudes were not as large. No adverse patient effects were reported.